Event description:
It was reported that during a sigmoid bowel resection, the ancillary trocar could not be removed after placement. The detachable head assembly was removed and the bowel stapled. Another device was opened and the anvil was inserted. The surgeon had difficulty in removing the ancillary trocar, but was able to remove it by using kochers. Because the bowel was stapled after removing the first anvil head, extra bowel was resected.

Manufacturer narrative:
Info anticipated, but unavailable at this time.